Manufacturer narrative:
No additional information at this time. When additional information is provided, it will be reported as required.

Event description:
It was reported that the 9600+ system smelled like something was burning and it shut down during a case. Reboot was required and the case was completed. There was no report of pt injury.